Event description:
It was reported that during an oral surgical procedure, the drill overheated. The pt received a burn to the lip. Cold applications applied to the burn area followed by topical anaesthetic gel. No other medical intervention reported.